Event description:
During a surgical procedure while using a single use arthroscopic shaver hand piece, the surgeon noticed a green substance on the distal end near the shaver's cutting teeth. The surgeon may have noticed the substance endoscopically. The physician took an image of the debris and sequestered the hand piece for evaluation by the biomedical engineer and the hand piece manufacturer. Surgeon requested immediate feedback from manufacturer on determining what the substance is comprised of.no patient harm but the surgeon is concerned about what the substance is. The plan of care did not change. The surgeon however was concerned about post infection risk.======================manufacturer response for disposable arthroscopy blade 4.0mm, formula aggressive plus (per site reporter).======================manufacturer representative to pick device up and next day to manufacturer. Manufacturer to notify our hospital on the result of what the debris is composed of.